Manufacturer narrative:
(B)(4). The complaint chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the feedsets of two mr290 humidification chambers snapped during the ventilator setup. This was found prior to patient use.